Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2013, a computed tomography (CT) scan showed a type ii endoleak involving the inferior mesenteric artery with an unchanged aneurysm measurement of 5.7 cm compared to prior to the evar procedure. Both follow-up CT scans conducted on (B)(6) 2013 and (B)(6) 2014 showed a persisting type ii endoleak and an aneurysm enlargement of 5.9 and 6.0 cm, respectively. Likewise, a further enlargement of the aneurysm to 6.3 cm with the type ii endoleak ongoing was revealed on (B)(6) 2014. On (B)(6) 2015, the inferior mesenteric artery was embolized. The patient presented on (B)(6) 2015 with lower back pain and raised inflammatory markers. It was reported that the shape of the aneurysm had now changed with the enlargement having increased to 6.6 cm. Also, a CT scan conducted on that day showed that the endoleak had worsened. The patient was converted to open surgical repair on the same day and the excluder endoprosthesis was replaced.

Manufacturer narrative:
(B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional devices implanted and involved in the event: plc181200/11374689pxl161407/11255580, and plc181400/11141715.

Event description:
On (B)(6) 2013, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015, the patient was converted to open surgical repair and all of the gore excluder aaa endoprostheses were explanted. The patient tolerated the explant procedure.